Manufacturer narrative:
Product has not been returned for evaluation as of the date of this investigation. RMA was issued. If new information becomes available at a later date this complaint will be updated &/or a follow up be sent.

Event description:
Dealer is stating that the unit has a broken display.

Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation; however, it was unable to be tested due to a roach infestation, so the complaint could not be verified.

Event description:
Dealer is stating that the unit has a broken display.